Manufacturer narrative:
Concomitant hook mco205b 0.3mm 90deg anterior, 510k: exempt, lot# 140203, MFR date feb. 2014 (B)(4). The product analysis determined that for both the anterior and posterior hooks (hook mco205a 0.3mm 90deg posterior and hook mco205b 0.3mm 90deg anterior), ¿the tip of the hook is broken. The missing fragment was not returned. Considering its size (approximatively 0.1mm), the patient risk is very low. Moreover, it appears that the event happened during the reprocessing of the instrument. The distal part of the instrument is bent. No manufacturing or material defect was found. The most probable cause of this breakage is an excessive effort during the use or the reprocessing of the instrument.¿ (B)(4).

Event description:
The device came in for service with the comment ¿already broken.¿ the product analysis indicated that the tip of the hook was broken and the missing fragment was not returned.